Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were found to be contaminated with bacteria. In addition, insufficient fill volume was noted. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3268900 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and one other complaint has been taken on batch 3268900. Retention samples from batch 3268900 were not available for inspection. There were four photos received to assist with the investigation. Photos show tubes from batch 3268900 with low fill and some form of contamination. Returns were not available for investigation. This complaint can be confirmed. No complaint trends have been identified for this product. Bd will continue to trend complaints for defects.

Event description:
It was reported during use of the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were found to be contaminated with bacteria. In addition, insufficient fill volume was noted. There were no health impact or consequences reported.